Event description:
A resident was being transferred from the shower chair to the bed when they allegedly heard a snap and the resident fell to the ground. This alleged incident resulted in a fractured hip, contusion of the brain, and a lacerated forehead.